Event description:
It was reported that the user experienced a low glucose to 40 while using the ilet and subsequently ingested two pieces of toast with peanut butter, after which glucose rose to 183; the user had questioned low insulin on board, and the agent explained that iob reflects recent correction and meal announcements, that no meal announcement had occurred in the prior three hours, and that the ilet suspends insulin during hypoglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral carbohydrates and stabilization without further intervention. Investigation included review of device data and counseling on low-glucose treatment protocol. Investigation of this case revealed normal device behavior with automated insulin suspension during hypoglycemia and a user-related factor of overtreatment leading to rebound hyperglycemia; the corrections algorithm was expected to regulate glucose thereafter. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia with excessive carbohydrate intake rather than a device malfunction.